Event description:
Customer reported the sensor had spo2 reading of 90-94. When another sensor was used, the readings were 99-100. Customer reported no pt involved. Sensor was tested on staff.

Manufacturer narrative:
(B)(4).